Event description:
A physician reported to baxter an issue of leaking transfer set. The physician reported that ther was leakage found from silicone tubing of the transfer set during draining. The product was used for 2 months. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a cut in the tubing noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.